Event description:
A report was received that the patient was explanted. No details of the explant were available.

Manufacturer narrative:
Device was explanted and not returned to bsn. Additional suspect device components involved in the event: model: sc-2108-50m linear lead, 50 cm (phase iia). A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.